Manufacturer narrative:
Returned device was received in good physical condition but it did have a damaged lens. No evidence of reported problem in event log was found. During the evaluation of the device analysts were unable to duplicate the reported issue. There was no fault found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: e1: customer contact phone number: (B)(6). H10 ?device evaluation: the returned cadd extension set was returned for investigation in used condition. Leak testing found fluid fleeing from the air vent of the filter. The customer reported product problem was therefore confirmed. The leakage occurred because silicon oil was transferred from the syringes and/or vials into the medication reservoir during the filling process by the customer. A user interface issue was therefore established as the root cause.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens and a missing tamper seal. During analysis, the reported customer's concern was not able to be confirmed, the unit passed accuracy test. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed flow test (+8.9% & +9.1%). No patient was involved in this event. No adverse effects were reported.